Manufacturer narrative:
This report is submitted on january 05, 2024.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2023 due to non-benefit. There are no plans to re-implant the patient with a new device as of the date of this report.

Manufacturer narrative:
Correction: the correct patient identifier is (B)(6); not (B)(6) as previously reported. The correct device details is ci22m - sn: (B)(6).